Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the insulation of the right ventricular (rv) lead became twisted. There were no consequences to the patient. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.